Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had been squirting insulin out of the tubing sporadically during prime for 3 or 4 months and the motor seems to go slower during the rewind. She also reported receiving no delivery alarms and at times having resistance getting insulin though the tubing. The drive support cap is slightly recessed. Blood glucose value is unknown. Customer stated she would call back to troubleshoot. Customer is in the process of getting a new insulin pump. She was advised that a loaner insulin pump could be sent while she is waiting on the approval.